Manufacturer narrative:
No relevant manufacturing issues were found upon manufacturing history review. Material analysis was performed for a similar event. The observed elemental composition and measured hardness were as required per the drawing and heat treatment specification. No material or manufacturing defects were found. Upon follow up correspondence, it was reported the handle came off while removing the instrument from the patient's body. The instrument was already away from the patient cavity. No delay reported and no adverse consequences reported. Some of the possible root causes of the reported event are lack of lubrication leading to device jamming and requiring excessive force, or excessive force applied during distraction. The exact root cause of this event could not be determined conclusively.

Event description:
It was reported that; handle broke off of instrument and part of it is stuck in thread.

Event description:
It was reported that; handle broke off of instrument and part of it is stuck in thread.